Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt trunk cable connector was cut off. The damage to the electrode belt trunk cable connector caused the disruption of communication between the monitor and electrode belt. The root cause for cut cable connector was physical abuse. Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. It is unknown how the damage to the electrode belt trunk cable connector occurred. Up to the point of the damage, the lifevest was properly monitoring the patient's ECG signal. Due to the damage to the device, it is unknown if the patient was in a treatable rhythm during the event. No deficiencies were alleged against the lifevest. It cannot be positively determined whether damage to the device caused or contributed to the patient death.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while reportedly wearing the lifevest. The patient was alone at home at the time of the event. The patient reportedly collapsed in the bathroom. A review of download data indicates that the electrode belt stopped communicating with the patient's monitor at 12:52:12 am on (B)(6) 2017 due to physical damage to the electrode belt. The patient's rhythm at the time of the communication disruption was atrial fibrillation (90 bpm). No ventricular arrhythmias were detected by the lifevest.